Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
When the surgeon tried to re-drill a proximal oblique hole of t2gtn which was once drilled, the drill broke off inside the patient's bone with noise like the drill and the nail interfering. The broken drill was completely removed from the patient. The surgery was continued with another same one.

Event description:
When the surgeon tried to re-drill a proximal oblique hole of t2gtn which was once drilled, the drill broke off inside the patient's bone with noise like the drill and the nail interfering. The broken drill was completely removed from the patient. The surgery was continued with another same one.

Manufacturer narrative:
The reported event that drill, tri-flat t2 femur ø4,2x340 mm was alleged of issue -a (instruments - drill - broken) could be confirmed, since the device was returned for evaluation and it matches the alleged failure mode. Visual inspection of the returned device confirmed that the drill was broken. The breakage surface shows smooth structure. Plastic deformation was not found. Based on the visual inspection of fractured surface it can be concluded that the product has undergone typical brittle fracture due to high torsional overload. The device history record was not reviewed as stryker devices are inspected before being released for distribution, if any deviation would have been noticed, a nonconformance would have been raised. This is the first reported case with this lot number, the device can be therefore confirmed faultless prior the distribution. A review of the labeling did not indicate any abnormalities. Based on the investigation, the most likely root cause is attributable to a user (us) related issue (improper handling or use of device). The breakage may be caused by drilling under misalignment and / or contact with a nail. Moreover, it has to be ascertained that the cutting edges of the drill returned are covered with dents. The use of a drill with dents on cutting edges requires unintended high forces to achieve a drilling progress at all. Further, it cannot be excluded that the drill returned had been pre-damaged during former surgeries. The brochure ¿instructions for cleaning, sterilization, inspection and maintenance¿ help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. If any further information is provided, the complaint report will be updated.